Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and a company representative (rep) reporting that the pump was replaced today due to pocket infection that presented sometime since implant. Caller asked about prime bolus scenarios if they replaced the catheter or portion of the catheter. Technical services (ts) reviewed considerations for priming if they do not aspirate the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also previously reported under medwatch #3004209178-2023-17364. All information pertaining to this event will now be reported under this medwatch number (#3004209178-2023-17338). Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the doctor called the rep on (B)(6) 2023 and stated that the patient was not doing well and that they had a fungal infection at the pocket. The healthcare provider (hcp) tried decreasing the dose that was "over 1000" to taper the dose for explant, but thepatient went into withdrawal, so they increased the dose. The hcp was contemplating "pulling out the pump" to treat the infection. A device explant was planned for (B)(6) 2023. It was unknown when the patient "not doing well" and the fungal infection was first observed. It was unknown if any diagnostics/troubleshooting were performed. It was unknown if any additional actions/interventions were taken to resolve the infection. It was unknown if the infection had resolved.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2023. Product type: catheter. Correction: h6. Device code: a050401 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported it was too early to know if the fungal infection was resolved, since the explant was yesterday ( (B)(6) 2023). The hospital disposed of the device.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot#/serial# (B)(6) ,implanted: (B)(6) 2011, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6) , ubd: 08-oct-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at an unknown dose/concentration via an implantable pump for intractable spasticity. It was reported by company representative that the patient recently had a routine pump replacement due to battery depletion. At that time the catheter was aspirated without issue but shortly after that procedure the patient started having symptoms of withdrawal. Catheter troubleshooting revealed holes/leaking from the catheter. The patient had the catheter replaced but continued to be sick and patient recently had a fungal infection in the pump pocket. The patient was in the intensive care unit (ICU) and very sick. The company rep stated they had tried to titrate the medication down but the patient had symptoms of withdrawal with titration down. The patient is on intravenous (IV) antibiotics. The healthcare provider had theorized removing all and moving the pump to different location or to externalize the pump but was contacting medtronic (mdt) to see if there are any recommendations.